Manufacturer narrative:
(B)(4).the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6), 2010, as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in (B)(6) 2006. On (B)(6), 2010, a pre-study stent placement cholangiogram revealed a distal biliary stricture. Liver function tests were performed and recorded. Baseline biliary obstructive symptoms were assessed and included upper right quadrant pain. The stricture had previously been treated with a sphincterotomy and four plastic stents. A sphincterotomy was not performed during the study stent placement procedure, and the four previously placed stents were removed. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture, covering the cystic duct. On (B)(6), 2011, the patient underwent the per-protocol stent removal procedure. Both a pre-removal and post-removal cholangiogram revealed evidence of a recurrent stricture. The stent was removed without complications; however, as a stricture was still present, a plastic biliary stent was then implanted.